Event description:
A complaint was reported regarding a cartridge alarm, specifically alarm 20, that occurred while the pump was in use. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to resolve the issue by loading a new cartridge, and a replacement pump was arranged by technical support. The customer will use multiple daily injections as a backup insulin therapy method while awaiting the replacement. Instructions were given to the customer to put the pump into storage mode and return it using a pre-paid label, which they acknowledged and understood.